Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, the physician had difficulty in getting the lead across the tricuspid valve. Once, the physician successfully maneuvered the lead, the helix would not deploy. An alternate lead was attempted which also demonstrated difficulty in maneuvering past the tricuspid valve. The lead dislodged shortly after deployment and the helix would not retract. A third lead was finally placed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The helix exceeded specification the number of turns to extend and retract. The helix of the lead was extrinsically compressed. The analyst noted that helix does not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.